Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents and no battery alarms were noted. No damage was found on the isolation tape. The insulin pump had a cracked display window, cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported a blank display. The blood glucose reading was 172 mg/dl. She reported that the insulin pump had some cracks in the casing at the reservoir and battery areas due to wear and tear. Nothing further was reported.